Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: na/other. (B)(4), (surgical intervention required) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a surgery where the device was used by traditional open mesh repair. The patient developed a reaction to the mesh. After the 3 weeks the surgeon removed a small corner of the mesh with a stitch. Then the pain increased till over the counter painkillers did not work. The doctor and the surgeon thought it would be best to remove the entire mesh. The mesh was removed painstakingly as it was completely integrated with the abdominal wall.